Manufacturer narrative:
Date of event: unknown. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had "clotting".